Event description:
Customer reported receiving erratic readings on their freestyle freedom blood glucose monitor within 10 minutes. Results of 23 mg/dl and 104 mg/dl were plotted on a parkes error grid and fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The customer returned the meter. The complaint was not confirmed and no new issues were observed. All results were within the range specification, and no errors were observed during control solution testing. The meter results reported by the customer were found in the meter memory log within 10 minutes. No further investigation is necessary.